Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over. A technical support specialist (tss) worked on the system and ran server downtime, verifying that messages were crossing over in real time and the interface was active. No stations were on critical override, and bd services were running. Login attempts to patient encounter system (pes) and hsv failed with authentication errors. Certificates had been renewed in iis on the app server but were not bound correctly, while report server certificates remained active but not renewed. New certificates were bound on the app server, and iis was restarted. Pes and hsv access were restored. The customer was informed of the findings and confirmed that the issue was resolved, orders were crossing, and the webpage was accessible. With no issues after 24 hours, the case will be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over, and users were unable to log in to the healthsight viewer. Pharmacists were unable to authenticate, resulting in delays in orders and an inability to dispense sample orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.